Event description:
Patient developed infection examined on (B)(6) 2014 and scheduled for revision on (B)(6) 2014.

Manufacturer narrative:
The unitrax c-taper sleeve +10mm; cat# 6942-7-085; lot# 38465603 was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was retained by the surgeon and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. (B)(4).

Manufacturer narrative:
An event regarding infection involving a unitrax modular endo head was reported. The event was not confirmed. Device evaluation and results could not be performed as no items associated with the event were returned or made available for evaluation. No medical records or x-rays were made available for evaluation. Device history review: review records indicates all devices accepted into final stock met specifications. Complaint history review: there have been no other events for this lot but there has been another event for the sterile lot. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time.

Event description:
Patient developed infection examined on (B)(6) 2014 and scheduled for revision on (B)(6) 2014.